Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the metal pin had snapped off the brush head so the head was removed from the plastic arm. It came loose in her mouth while she brushed her teeth. No injury was reported.